Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that there was a chip in the distal end plastic and the bending section rubber glue was cracked. The bending section had unstable electrical continuity and the charge coupled device shrink tube was cut. The insertion tube ring gauge had a dent and there was a cut on the boot. The scope connector had a cut on the boot and the control knob was grinding. It was also noted that the radio-frequency identification was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope had no image. There were no reports harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely physical stress was applied to the insertion section while the user was handling the device, which damaged the charge-coupled device (ccd) unit, and resulted in a loss of image. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic system". The event can be prevented by following the instructions for use (IFU) which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.